Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot and a stained end cap sticker.

Event description:
Customer reported that the insulin pump had a button error alarm. Customer states she was unable to clear the alarm. Customer does not know if there were any significant events that led up to this alarm. The blood glucose reading was not known. Nothing further was reported.